Event description:
Procedure type: fem pop. According to the reporter: the customer reports that during the intervention the thread kept on breaking. After 12 hours, the thread broke on the femoral suture, where the anastomosis was done. Hemorrhage syndrome for the pt so there was over 250cc blood loss but no loss of tissue. The pt had to have another surgical intervention with a different thread and pliers.

Manufacturer narrative:
(B)(4).